Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred on an unspecified day after sensor insertion into the arm. According to the patient, on (B)(6) 2024, the patient¿s cgm was reading 135 mg/dl. The patient had toast for breakfast and then went to work. About a half an hour later, the patient felt ¿weird¿ and her cgm was reading 89 mg/dl. She went to the work breakroom to eat some cookies, but she did not make it there and passed out. Emergency medical services (ems) was called (it was not specified by who). The patient woke up in the emergency room (ER). She is unsure of what her bg meter reading was when ems took it or what medication or treatment she may have received. Upon waking up in the ER, the patient¿s bg meter reading was 109 mg/dl. The patient was discharged home later the same day. The patient was ¿feeling fine and okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.